Event description:
The customer reported a malfunction on the pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to use a backup insulin pump for continued insulin delivery while sending a replacement pump, ensuring the customer understood the process for returning the problematic pump and receiving the replacement.